Event description:
Shortly before the end of an apheresis procedure a donor had an adverse reaction in the form of red spots, starting on the back of his upper leg and then on the front of his upper leg. Later in the armpit and between his fingers. With intense itching. The reaction was not around the venipuncture site and there were no other signs or symptoms present. The donor was treated with antihistamine (citracin), after which the spots became more vague. The reaction started 5-10 minutes before the apheresis procedure was finished. The rest of the procedure was uneventful. The donor did not experience any signs of citrate reaction. The donor had done plasmapheresis 39 times before. Chlorhexidine was used for disinfection and tape was used to fix the needle, these techniques did not represent a recent change. There was no problem at the venipuncture site. The donor did not report any food allergy and was not exeriencing hay fever, asthma crisis or any other type of allergic symptoms. The donor was not taking any type of medication in the previous days. The apheresis did not follow activities that could have triggered an allergy such as contact with food to which the donor could be allergic, exposure to pollen or exposure to any type of allergen. The donore had no history of skin affection. The patient was given saline as well as albumin (from zlb). The patient has before been given the same batch of albumin, the patient was sent to the dermatalogic department for investigation.

Manufacturer narrative:
Add'l info regarding this case, including the lot number of the disposable set, is being requested.